Manufacturer narrative:
(B)(4). The returned iol was measured for diopter and was correct as labeled, 18.0 d. The iol met all specifications for optical properties. In follow-up with the account it was learned the patient had initially been scheduled for a multifocal lens implant but instead received a monofocal. The monofocal lens was removed and replaced with a multifocal lens (B)(6) post implant. This event was not caused by a product problem. All available information is provided in this report.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication (B)(6) after implant. Reason stated was the incorrect lens was implanted.